Manufacturer narrative:
10/26/1998- supplemental report sent to FDA. Additonal data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. The instrument was returned fully fired, and properly engaged in interlock. There were no visual abnormalities observed.

Event description:
The device was used during a cholecystectomy procedure. Reportedly, the instrument jammed and clips did not adverse properly. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.